Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, information was received from a manufacturer representative (rep) via regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication. On an unknown date, the patient experienced urinary retention. The rep wanted to know if changing the patient's programming from simple continuous to flex dosing would help the patient. Additional information received later reported the urinary retention situation "rectified itself". Additional information has been requested regarding device information, patient information, and dose/concentration information, but it was not available at the time of this report.